Manufacturer narrative:
Section a3: patient gender was not provided and will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a wire exposed on their system controller black power lead. The patient did not appear to be putting extra strain on it. The controller was exchanged.

Event description:
It was reported that the patient was stable at home.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage on the black power cable could not be confirmed through this evaluation. It was reported that the black power cable had damage with visible exposed wire. This led to the system controller exchange. The exchanged system controller was disposed of and will not be returning. Additional information communicated that log files was not provided. A reference photo of the damage was not provided. A root cause that led to the damaged black power cable could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of under section 10, safety checklists, replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.